Event description:
It was reported by the customer that a pyxis anesthesia es system prevented anesthesiologist from login using biometric scanner just prior to the start of the procedure. The customer added that they had to use another system from the other room. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1,d4, g2, h6, and h11. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-apr-2022 to 04-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that biometric scanner was worked perfectly once the field service engineer powered up the station. No other works performed. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that biometric scanner was worked perfectly once the field service engineer powered up the station. No other works performed. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system prevented anesthesiologist from login using biometric scanner just prior to the start of the procedure. The customer added that they had to use another system from the other room. There were no adverse events or injuries reported based on this incident.